Manufacturer narrative:
Continuation of d10: product ID a710 serial# unknown. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-20: additional information was received from the manufacturer representative (rep). This patient was seen tuesday for consult for explant. No issues with device. Patient just wishes to have removed. 2026-mar-04: additional information was received from the manufacturer representative (rep). No surgery date was scheduled yet.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was when attempting to connect the clinician app to the ins they saw a message that stated system error 0x4ba13e92 with an option to restart. The caller indicated that they were able to connect to the ins with the clinician app one time, they were programming a new group with parameters of 200us 50hz and they were increasing the amplitude when the message initially came up and forced the caller to end the programming session. The caller tried to connect to the ins with two tablets and three attempts to connect with each tablet. The caller indicated that they got the same message each time they attempted to connect to the ins. The caller indicated that they had attempted to restart the application and replace the batteries in the communicator but those steps did not resolve the issue. The caller confirmed that the patient remote and recharger were able to connect to the ins normally. The caller attempted to do the disable/re-enable device process using the patient remote. The caller indicated that they were able to recharger following the re-enable was complete. When the caller attempted to connect to the ins with the table they got the same message with code 0x4ba13e92. The issue was not resolved through troubleshooting. The caller indicated that they would continue to try to connect to the ins and may follow-up to provide log files. Additional information was received from the manufacturer representative (rep). Rep provided the version and model numbers. Rep said actions taken were closing out of app and getting in, hard restarting tablets, turning communicators on and off, turning off tablet and utilizing patient remote to get to menu and have patient initiate a charge (which did work, patient has no issues with charging or remote connectivity). Rep then was able to connect to another patient next door with the same ins, no issue. Nothing was resolved. The technician did not have a solution. The next plan was to bring the patient back in and have a different rep try their tablet to resolve the issue. That has not yet been scheduled. The technician submitted an mpxr. Additional information was received from the manufacturer representative (rep). Rep called back to report getting a form asking about returning product when no product needed to be returned. Caller said this happened after a different call as well. When asked, caller confirmed these forms came from gch. Caller said there was no phone number listed, but there was an email address. Caller said they were newer to mdt. Agent reviewed that these emails are generated from gch after an sr is reported. Agent suggested caller fill out the rest of the form as best they can and to include any extra questions about the form in an email correspondence with the address provided. Rep reported that patient was not getting relief since the implant and wanted the device out. Another rep was working with that patient about the no relief/explant issue. The other rep informed her not to waste time since patient just wants the device explanted.

Manufacturer narrative:
Continuation of d10: product ID a710; serial# unknown. Product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex a coding updated to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.